Event description:
On 24jan2020 it was reported that communication between the m540 and cockpit/c700 was malfunctioning. The alarms from the m540 were not reported at the c700/cockpit. This was determined to be not reportable based on the following: alarming at the m540 bedside monitor was not affected. Additionally, it would be obvious to the user if the cockpit was not alarming and the bedside m540 monitor was or vice versa as both units are in the same room. There was no reported adverse patient impact. On 1apr2020 new information was received where the customer provided a video taken during testing in an attempt to recreate the issue. The video showed that when alarm limits were changed on the cockpit, the changes were not reflected at the m540. Although there was no report of a missed alarm at the m540 from the initially reported details, in the event of recurrence, the test video suggests a missed alarm could occur and therefore could result in a delay in treatment if needed.

Manufacturer narrative:
After review of the log files, it was found that a software issue occurred where a re-connection sequence was removed from the code resulting in the lost connection between the m540 and the cockpit not being restored. Cycling power or undocking and redocking the m540 restores the connection. A field safety corrective action was released for this issue. Note vg7.1 is not approved or sold in the united states. Therefore, this recall was not released in the us.

Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation.

Event description:
On (B)(6) 2020 it was reported that communication between the m540 and cockpit/c700 was malfunctioning. The alarms from the m540 were not reported at the c700/cockpit. This was determined to be not reportable based on the following: alarming at the m540 bedside monitor was not affected. Additionally, it would be obvious to the user if the cockpit was not alarming and the bedside m540 monitor was or vice versa as both units are in the same room. There was no reported adverse patient impact. On 1apr2020 new information was received where the customer provided a video taken during testing in an attempt to recreate the issue. The video showed that when alarm limits were changed on the cockpit, the changes were not reflected at the m540. Although there was no report of a missed alarm at the m540 from the initially reported details, in the event of recurrence, the test video suggests a missed alarm could occur and therefore could result in a delay in treatment if needed.